Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colorectal surgery, while on severe colorectal, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. It was replaced with a new endoscopic cutting stapler and a new reload. There was no patient injury.